Event description:
It was reported that during a pci procedure, the maverick otw ptca catheter balloon ruptured. The lesion being treated was a 90% stenotic lesion in the bifurcation between the mid left anterior descending (lad) coronary artery and 1st diagonal branch (d1) coronary artery. A cypher stent was implanted at the mid lad. The guidewire was advanced through the stent strut, supported by the maverick otw ptca catheter, and crossed to the sidebranch. The maverick otw ptca catheter was advanced into the lesion and the balloon ruptured at 10 atms. The number of inflations and to what atms is unknown. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient status is reported as 'good'.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.